Manufacturer narrative:
Part number# 101-10-1 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The caller could not confirm the cause of the leak but confirmed that extubation and reintubation of a replacement tube was required.